Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was tested on an in-house system showing 8 lives remaining. The instrument needle driving, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no physical damage. There was no problem detected. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument successfully passed all functional tests. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument did not spin properly. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.